Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a chip in the acoustic lens (damage reach to the glue-layer). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Based on the results of the investigation, the product was found to be defective. It is possible, that wear and tear damage from customer mishandling and increasing use and time caused the chip in the acoustic lens. However, a definitive root cause could not be determined. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. As a result of confirming instructions. It was found, that there was a description of the indicated phenomenon. Instructions: evis eus ultrasound gastrointestinal videoscope, olympus gf-ue190, operation manual. Important information: please read before use: do not strike, hit or drop the distal end, insertion tube, bending section, control section, universal cord or endoscope connector of the endoscope. Also, do not bend, pull or twist the distal end, insertion tube, bending section, control section, universal cord or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force, regardless of its flexibility. The insertion section may be damaged. Do not apply shock to the distal end of the endoscope. In particular, the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor the field performance of this device.